Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the distributor found that the indicator on the charger flashed red while the reported device was plugged into the charger and stored. When the handle was removed from the charger and was checked whether or not it was turned on, the product did not turn on and the monitor remained dark. The handle was inserted into the charger again and charging was attempted, however, it also flashed red and the instrument did not turn on. At the time of discovery, black liquid like oil was found to be accumulated on the electrode part of the charger, and a lot of liquid was also found to adhered to the electrode on the powered handle side. The device was stopped being used and no components were replaced to resolve the issue. There was no patient involvement.